Event description:
It was reported that during follow--up in clinic, low sensing and high capture threshold on right atrial (ra) lead was noted. The long term trend showed a sudden decrease in p-wave amplitude about 6 months ago. Chest x-ray was performed and atrial lead was found to be dislodged. There was also less slack in right ventricular (rv) lead. Ra lead was explanted and replaced. More slack was added to rv lead and lead was re-used. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-02433.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.